Event description:
On february 13th, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report 13 may 2025 g3. Date received by the manufacturer? 13 may 2025 h3. Device evaluated by manufacturer? No h6. Medical device problem code updated to 1480 h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
A review of the transmitter alert history showed that a sensor replacement alert was first presented to the user on (B)(6) 2025. Testing on the returned sensor showed evidence of chemical degradation. However, a review of the in vivo sensor data did not demonstrate declining signal values; therefore, it is unlikely that oxidation triggered the sensor replacement alert. The observed degradation most likely occurred post-explant due to external factors such as improper storage conditions between explant and receipt at senseonics and is not considered representative of the sensor's in vivo performance. A review of the glucose data showed two consecutive dropout phases within 14 days of each other ((B)(6) 2025), which triggered the sensor replacement alert per design. Analysis of the raw sensor data indicated the onset of optical instability beginning on (B)(6) 2025, which likely contributed to the observed inaccuracies, dropout phases, and eventual alert activation. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present themselves in the body are not reproduced in the lab. The potential contributing factors may include patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 13 feb 2026. D9.is this device available for evaluation?yes,11 june 2025. G3.date received by the manufacturer? 13 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.